Event description:
I have bought two, 100ct 30 gauge 8 m needle and in both boxes there was no air pocket at the tip of the needles and some of the needles was burn. Which caused severe pain going in but coming out it feels like its ripping my veins right out with it. The number on top of bag is (B)(4). I would like my needles replaced with better ones or my money back. They come from (B)(6).